Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 03/17/2024, it was reported that the patient reported that his readings were so high (no egv specified). It was not specified nor clarified whether the patient checked a bg or experienced symptoms during this time. The patient self-treated by taking little bits of insulin. An unspecified time after treatment, the patient experienced hypoglycemic shock and fell into coma. He was reportedly revived after 2 hours by his son who is a doctor. It was not specified nor clarified whether a bg was taken at that time nor what the egv was at that time; however, the patient was reportedly treated with several shots of glucagon. At the time of the report the same day, the patient was reportedly recovered and normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.